Event description:
The customer reported that both monitors were intermittently blacking out. This rendered the live image unavailable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The screen saver was changed from 15 minute to 25 minutes. The system was then found to be operating as intended.